Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported left side "folds and dents in various areas." Patient also reported a "disfigured" implant. And that the implant is "not cute when the patient lays down." Additionally, healthcare provider reported left side no complaint against the device. Healthcare professional later reported left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior, crease flat, and yellow particles in shell. Leak test and microscopic analysis was performed which identified, a sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed, as an unidentified (tear) opening. Creases are observed. However, it is not considered, as a workmanship, due to the device was not received in their original sealed packaging.